Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿a comparison of the use of uncemented hydroxyapatite-coated bipolar and cemented femoral stems in the treatment of femoral neck fractures¿ by k.r. Bell, et al, published by the bone and joint journal (march 2014), vol, 96-b, no. 3, pp. 299-305, was reviewed. The primary aim of this study was to determine whether a difference in the all-cause rate of further surgery varied between a conventional cemented taper-slip femoral stem and an uncemented ha-coated stem. The secondary aims were to assess whether there are any differences in operating times, complication rates and mortality between these components. Implanted products: 70 hemiarthroplasties with corail stems with a bipolar femoral head compared to 112 hemiarthroplasties using a competitor stem and head. Results: complications: 1 pulmonary embolism. 11 unspecified respiratory infections- treatment unknown. Coded as infection. 3 wound hematomas- treatment unknown. 4 superficial infections treated with oral antibiotics. 7 intraoperative femur fractures treated with cerclage. Reoperations/revisions: 3 total. 3 deep infections. 2 treated with I &d. 1 treated with 2-stage revision of the stem and head. This complaint captures the corail stem and bipolar head. The authors provide information attributing specific events to the corail stem and head. All adverse events attributed to the competitor products are not included on this complaint. "